Event description:
The reporter contacted animas on (B)(6) 2012 claiming the patient had blood glucose excursions for the past 24 hours while on insulin pump therapy. Reportedly, the patient's blood glucose at 11 pm the night before was 98 mg/dl. The patient was given apple with peanut butter at the time of concern. By 1 am, the patient was unresponsive and tested at 32 mg/dl. The patient was given a glucagon injection bringing his blood glucose up to 48 mg/dl. Further treatment with orange juice was given while the emt was contacted. The patient eventually was transported to the ER while his blood glucose continued to drop. His blood glucose reading was at 40 mg/dl upon admission to the ER where he received medical intervention with 50 grams of glucose via IV, 1 cup of oj and 4 peanut better crackers. At 5:30 am, he was released from the hospital when his blood glucose reading was at 250 mg/dl. He continued with insulin pump therapy. The patient's blood glucose continued to rise at 9:30 am testing at 388 mg/dl. For breakfast the patient ingested 69 grams of (B)(6) while he took bolus insulin dose of 11.5 units for coverage. Subsequently at 1:30 pm, the patient's blood glucose elevated to 580 mg/dl. The patient's blood glucose was corrected to 458 mg/dl with 8 units of insulin via syringe. During troubleshooting, the animas representative assessed the patients alleged blood glucose excursion by evaluating the animas pump. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. There is no sign of infusion site issues such as redness, swelling, hardness or bleeding. There was no sign of a kink or bending of the cannula at the infusion site. There was no pump malfunction associated with the alleged event. However, after further investigation, the cartridge was found to have a large bubble and some small ones which may have contributed to the alleged high blood glucose reading. The animas representative assisted the reporter to remove bubbles from the cartridge and advised her to inspect the system for air bubbles if there are any unexplained elevated blood glucose readings. Furthermore, the reporter indicated that the patient was new to insulin pump therapy. The reporter was advised to monitor the patient's blood glucose readings and consult with their hcp for any required changes in diabetes management. This complaint is being reported and because the patient had blood glucose excursions above 500 mg/dl and below 32 mg/dl while on insulin pump therapy. It is unclear if the incident was attributed to use error, diabetes management, or intentional misuse. Hence, the complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.